Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: internal battery malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: failed internal battery for power module.specific component(s) involved: internal battery malfunctionadditional text: failed internal battery for power module.other component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of internal batteryother intervention :implant device type: lvadmalfunction device type: